Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired under hospice care on (B)(6)2014. The device was not explanted. The patient had a chronic vad infection and bacteremia and developed renal failure. The patient was not a candidate for further treatment options.